Event description:
In (B)(6) 2014, heavy stenosis at svg-os, lowered blood flow in svg, occlusion at #3 native vessel were found with this pt by coronary angiogram. Several guidewires supported by microcatheters were advanced to attempt crossing the 90% stenosis heavily calcified lesion at #1 of rca, however, in vain. Subject guidewire supported the unk microcatheter was advanced and when the lesion crossing was attempted, guidewire was broken and fragment was remained in the lesion. The broken fragment was retrieved by a snare, and the lesion was treated with other devices, pt was discharged from the hosp next day with good condition. Physician commented that the breakage of the guidewire is highly due to excessive rotation to the trapped guidewire.

Manufacturer narrative:
Device was discarded at the hosp reportedly, and was not returned to the MFR. Lot history review revealed no anomaly relating to the reported event. No other similar experience report was received for this lot. Based on the provided info it is presumed that the guidewire distal end was trapped in the heavily calcified lesion, where push-pull manipulation and/or rotational manipulation might be given repeatedly in attempt to bail out, resulting the accumulation of force and breakage of the guidewire due to the force which exceeded the products design limit.